Manufacturer narrative:
(B)(4). Additional concomitant medical products: (B)(4), m2a-magnum pf cup 52odx46id, 533020; unknown, unknown neck, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11394.

Event description:
It was reported by the patient's legal counsel that the patient's left hip was revised due to dislocation, subluxation, and instability. The head and cup were removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes. Review of revision operative notes states patient underwent left hip revision due to instability. Patient has one dislocation with persistent symptoms of subluxation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.